Manufacturer narrative:
H6 - a lens work order search was performed. One similar complaint was found. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -6.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to glare/haloes and the problem resolved.